Event description:
During central venous line insertion in pt, pt movement episode that was unexpected caused insertion guidewire to slip and was lost in vein. Insertion procedure stopped and pt taken to invasive procedure lab for interventional radiologist removal of guidewire on (B)(6) 2012.